Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. It is reported that territory mgr has scheduled a visit to the site on (B)(4) 2014. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. A return sample for eval is not expected. Reported to the FDA on (B)(4) 2014. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.

Event description:
It is reported that an fms leaked all over the bed, it was noted later in the day that the bulb leaked all over. A new device was inserted.